Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00244: driver.

Event description:
Patient was booked for knee arthroscopy and removal of loose bodies. Surgeons further discovered that there were screws inside the knees need to be removed as well. Using the 2.0 mm cannulated screwdriver, the driver broke. The broken pieces were removed that broken pieces and used another hexdriver that was able to remove that said screw. Caused a 30 minute delay in surgery.